Event description:
It was reported that during a normal follow-up, no abnormalities were noted via the programmer, but fluoroscopy and x-ray revealed an insulation breach.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the lead exhibited noise. No further information available.

Event description:
New information received notes that the patient was asymptomatic when the noise was discovered. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.